Manufacturer narrative:
.

Event description:
The hcp reported that the catheter was removed due to infection in the lumbar region. Symptoms included fever, redness, swelling, drainage, pain, and incisional wound opening. The patient did not have meningitis. The pocket, lumbar region, cerebrospinal fluid, and blood were cultured; cultures revealed pseudomonas. The patient was treated with intravenous and oral antibiotics. The infection resolved and the catheter was subsequently replaced. The drug was used to deliver lioresal. There was no drug withdrawal.